Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss recommended that the customer not use over-head power booms for ac power. The tss recommended that the customer connect the system power directly to the wall outlet. The facility did not request service. The system was manufactured on january 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that multiple system messages displayed and the system shut down during a vitrectomy surgical procedure. The system was exchanged and the surgery was completed without harm to the patient.